Event description:
Device malfunction: marker lumen blockage. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right femoral artery of an obese patient after an interventional procedure. Reportedly, there was no bleeding from the marker lumen to indicate the device was in the vessel. The device was flushed successfully during preparation. The device was removed and an attempt to flush the marker lumen was unsuccessful. Hemostasis was achieved using a second proglide device. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.